Event description:
It was reported that the patient was brought to medical center for lead evaluation, fluoroscopy revealed externalized conductor. No electrical issues observed. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.